Event description:
Event description cpi received information that during an implant procedure, this endotak lead was unable to capture in bipolar, had impedance problems, and no unipolar tip capture. The (0125) was replaced with another (0125).